Manufacturer narrative:
This ipg serial number was included in a field advisory. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging her ipg approximately a year ago and the ipg became inoperable. The patient underwent surgical intervention on (B)(6) where the ipg was removed and replaced. Therapy has been resumed and issue is resolved.

Event description:
Medwatch report recv'd.